Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified internal vein. A 6.0 x 40 40cm mustang¿ balloon catheter was advanced for dilatation. However, during first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.